Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient reported that within six months of the procedure, she developed a red rash on her face and chronic fatigue when her work and stress level is high; this also increases her heart rate. Her doctor does not believe it is related to the mesh, but has never seen this before. The patient reported that she has requested that her doctor orders a bisphenol a test, but it has not been completed. In 2010. The patient reported experiencing one time where she had urinated in the middle of the night and the commode contained blood. She reported that her doctor did not know why this had happened. She also explained that she has had many situations where her bladder was low and she could feel it after physical work. The patient saw a doctor in 2016 and a piece of the mesh was removed. The patient experiences pain and tingling in her legs, unless her heart rate is kept really low. No additional information was provided.